Manufacturer narrative:
The device that was returned did not include the inner shaver. The outer shaver was inspected and showed no missing metal and no damage that was inconsistent with use.

Event description:
It was reported that the device threw off metal shavings during the procedure and was dull.